Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead having unspecified helix rotation issues. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead was contaminated with blood and the physician removed the lead. The rv lead was not used. The physician was concerned for possible damage inflicted to the lead upon removal and electively choose to replace it with another rv lead and completed the procedure. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: d6a : the initial implant date should not have been entered as this lead was not used.